Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism failure to properly deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that the needle deployed, however, the cannula only partially deployed. The pink slide insert was not in the viewing window.